Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
In (B)(6) of 2014, bupivacaine was removed from the pump and prialt was added. The pump was then delivering morphine and prialt. Since the prialt was added to the pump, the patient had had hallucinations; he was hearing and seeing things. The patient had an appointment on the date of this report to have the prialt removed from the pump. They were planning to put morphine and something else in the pump, but not bupivacaine. The interventions and outcome for the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.